Event description:
It was reported that a patient had ¿many¿ spinal cord stimulation devices that had been infected at the pocket site. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3708120, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
Additional information received reported the patient wanted another implantable neurostimulator (ins) that possibly would not get infected at the ins site. It was noted the manufacturing representative had not spoken with the patient.